Manufacturer narrative:
PMA 510k #class I n/a correction report being submitted due to updates made to failure mode and annex codes. Device evaluation 1x blb-024115 devices of lot number c1619284 involved in this complaint were returned for evaluation. The device was returned in its original packaging, the packaging was open on receipt. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 11 jun 2021. On evaluation of the device there were no defects observed. The jaws functioned as expected. Please note engineering reviews were conducted on the 01st march, 29th march and 7th april 2023 for this complaint and it was agreed that the file would be updated to reflect the finding of damage observed to the upper spool moulding in the review. Document review prior to distribution blb-024115 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for blb-024115 of lot number c1619284 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1619284. It should be noted that the instructions for use (ifu0034) states the following: ¿after the handle is attached, ensure the operation of the biopsy cups before surgical introduction. Biopsy cups default to the closed position. To open the biopsy cups pull the finger spool towards the thumb ring. To close, push the finger spool forward. Note: biopsy cups need to be in the closed position before surgical introduction.¿ "visually inspect the product to ensure no damage is occurred. If the package is opened or damaged when received, do not use. If abnormality is detected that would prohibit working condition, do not use". There is not sufficient evidence to suggest that the user did not follow the IFU. Image review n/a root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the handling of the device by the user. Initially the device functioned as expected in the lab however upon subsequent review there was damage observed on the upper spool moulding on the device. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental correction report being submitted due to failure mode updated and annex coding updated on 24-apr-2023.

Manufacturer narrative:
PMA/510(k) # class I n/a. Device evaluation 1x blb-024115 devices of lot number c1619284 involved in this complaint were returned for evaluation. The device was returned in its original packaging, the packaging was open on receipt. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 11 jun 2021. On evaluation of the device there were no defects observed. The jaws functioned as expected. Document review: prior to distribution blb-024115 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for blb-024115 of lot number c1619284 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1619284. It should be noted that the instructions for use (ifu0034-8) states the following: ¿after the handle is attached, ensure the operation of the biopsy cups before surgical introduction. Biopsy cups default to the closed position. To open the biopsy cups pull the finger spool towards the thumb ring. To close, push the finger spool forward. Note: biopsy cups need to be in the closed position before surgical introduction.¿ "visually inspect the product to ensure no damage is occurred. If the package is opened or damaged when received, do not use. If abnormality is detected that would prohibit working condition, do not use". There is not sufficient evidence to suggest that the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the handling of the device by the user. As the device functioned as expected in the (B)(4) lab evaluation there is no device malfunction. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Additional information received from the rep on 9/9/2021 jil01: quoting the rep, "the surgeon and the nurse in the procedure at the time are not really able to assist with much more information given that 5 months have passed. Some of the questions are already answered within the form but I will re-answer noting the complaint form as a reference as this was filled out around the time it occurred and contains the most accurate information. I am not sure of the relevance of the anticoagulant question?!? There was no bleeding mentioned in the complaint and I am curious as to why this question would be asked. Also not so sure of the relevance of the target tissue, given the device was not inside the body at the time it was discovered to be faulty, which is stated in the description of the original complaint form. In the original complaint form, I hesitated to tick the box¿ prior to use¿. Simply because it had to be introduced into the endoscope prior to testing as per IFU (please see below and attached IFU for reference). This is done outside the body, but after the scope has been in contact with the patient¿. Hence, I opted to tick during use. The assembly requirements of this device do blur the lines on that one. The following is relevant: ¿ the device was being assembled correctly as per the IFU, which requires the endoscope to be outside the body and the device itself to be backloaded through the straight scope and then the handle attached. It is at this point (still outside the body), the device can actually be tested (prior to this the handle is not attached ¿ it comes not attached due to the need to backload the device first). This was done as well¿.. All prior to being inserted through the access sheath. ¿ I can verify this was done correctly, because they rang me and converted to (B)(6) call to show how they were assembling it because it wouldn¿t open and close once the handle was attached (with it in place within the scope). They repeated the attaching of the handle again with me on the call and it still would not open/close. They opened a new 'bigopsy" and assembled it exactly the same, and it open/closed and the case was completed with this one." Updated as per complaint form received on 23/4/2021 jil01: flexible ureteroscopy was performed to identify location of biopsy site. A flexor ureteral access sheath was in place. Scope was removed for insertion of bigopsy device. Bigopsy wire was correctly backloaded through the scope and the handle had been prepared correctly. The wire was placed into the handle and engaged correctly, however when the device was tested after assembly and prior to introduction into the patient, the cup would not open and close despite the handle being used correctly. The handle was detached and reattached (correctly) with the same outcome. A second bigopsy was opened, backloaded and assembled correctly. This second bigopsy opened and closed as designed and the case proceeded as normal to completion with this device. A surgeon at (B)(6) was attempting to put together a bigopsy prior to placing the endoscope back into the patient, however when the device was correctly put together (with multiple attempts) the cup would not open/close. A second bigopsy was opened and backloaded and put together in the same manner and this one worked fine with the case proceeding to completion as per normal. No unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect was reported due to this occurrence. Reply on the additional questions was received from the rep on 9/9/2021 jil01: 1. Please describe the exact location of the biopsy site. Upper pole, mid pole, lower pole? Unable to confirm. 2. Was the patient taking any anticoagulants or aspirin at the time of the procedure? N/a. 3. If not with the device in question, how was the procedure finished? Procedure completed with a second bigopsy that was opened (as per original complaint form) 4. Was the anatomy tortuous? N/a. 5. Confirm that access sheath was used for procedure? Yes. 6. Was the device functionality tested prior to use? As per additional notes in email¿. The device was assembled correctly as per IFU, which means it was backloaded through the flexible ureteroscope first (with the scope completely straight), then handle attached and at that point it was tested and failed to open/close (prior to insertion into the patient via the flexor access sheath) ¿ as per original complaint form 7. What type of suspicious tissue was being target for the biopsy, i.e. Stalk or lesion? Stalk, lesion, other not relevant. Device failed to open/close prior to use inside patient. 8. If other, please specify n/a. 9. Did the patient require any additional procedures as a result of this event? No ¿ as per original complaint form. 10. What intervention (if any) was required? N/a ¿ as per original complaint form 11. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? No secondary intervention was required. A second identical device had to be opened, backloaded and assembled and the case proceeded successfully from there on the same day ¿ as per original complaint form 12. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 13. If yes, please specify what was observed and where on the device it was observed. N/a. For occurrences during use (once in contact with endoscope) also ask: 1. What is the endoscope manufacturer and model number that was used? Storz flex xc flexible video ureterenoscope. 2. Was the endoscope deflected at the time of the malfunction? No. 3. Was the endoscope in a curved or straight position? As above¿ the scope was not deflected. As previously mentioned, the device was being assembled outside the body as per the IFU through the above mentioned endoscope that was straight in order to avoid scope damage. 4. How many biopsies were taken prior to this occurrence? None ¿ as per above and original complaint form, the fault was discovered prior to re-inserting scope into the patient with the device in place. 5. Did any section of the device detach and become free inside the patient? No ¿ as per above/complaint form, the fault was discovered prior to re-inserting scope into the patient with the device in place. 6. If yes, did it remain inside the patient? N/a. 7. If no, how was the detached portion removed from the patient? N/a. 8. Was the detached portion of the device retrieved during the same procedure? N/a. 9. If no, when was the detached portion of the device retrieved? N/a. Also following the lab evaluation, as there were no defects observed on the device , can I please check that the correct device was returned. The correct device was returned to the best of my knowledge as it was bagged and labelled at the time of surgery and it was still bagged and labelled at the time it was passed to me. Was the evaluation in the lab completed under IFU conditions (backloaded through a scope and then handle attached prior to testing)? I can verify that it definitely did not open and close the day of the procedure despite correct assembly. Additional information received from the rep on 9/9/2021 jil01: quoting the rep, "the surgeon and the nurse in the procedure at the time are not really able to assist with much more information given that 5 months have passed. Some of the questions are already answered within the form but I will re-answer noting the complaint form as a reference as this was filled out around the time it occurred and contains the most accurate information. I am not sure of the relevance of the anticoagulant question?!? There was no bleeding mentioned in the complaint and I am curious as to why this question would be asked. Also not so sure of the relevance of the target tissue, given the device was not inside the body at the time it was discovered to be faulty, which is stated in the description of the original complaint form. In the original complaint form, I hesitated to tick the box¿ prior to use¿. Simply because it had to be introduced into the endoscope prior to testing as per IFU (please see below and attached IFU for reference). This is done outside the body, but after the scope has been in contact with the patient¿. Hence, I opted to tick during use. The assembly requirements of this device do blur the lines on that one. The following is relevant: the device was being assembled correctly as per the IFU, which requires the endoscope to be outside the body and the device itself to be backloaded through the straight scope and then the handle attached. It is at this point (still outside the body), the device can actually be tested (prior to this the handle is not attached ¿ it comes not attached due to the need to backload the device first). This was done as well¿.. All prior to being inserted through the access sheath. I can verify this was done correctly, because they rang me and converted to (B)(6) call to show how they were assembling it because it wouldn¿t open and close once the handle was attached (with it in place within the scope). They repeated the attaching of the handle again with me on the call and it still would not open/close. They opened a new bigopsy and assembled it exactly the same, and it open/closed and the case was completed with this one."